Manufacturer narrative:
While servicing the device, an authorized bench technician discovered that the device delivers to little of energy during shock. The device was received by bench repair on 08-dec-2021. The noted failure was identified during inspection of the device by an authorized bench technician. As a result of the issue, it was determined that the capacitor would need to be replaced. The capacitor was replaced and the device passed all performance assurance testing. The device was scheduled to be returned to the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the device delivers to little energy during shock. There was no patient involvement.